Manufacturer narrative:
The pump was calibrated to resolve the issue.

Event description:
Customer stated that the pump will not pass flow rate accuracy test. It under delivered by -8.3% at a rate of 125 ml/hr.